Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator would not print at the end of the session. Several error anomalies were noted. After successful trouble shooting the device was able to print previous session records. No patient symptoms reported.